Event description:
The customer reported getting a pacer failure.

Manufacturer narrative:
The customer reported getting a pacer failure. The unit was evaluated at philips, and the symptom was verified. The power pca was replaced to resolve the issue.